Event description:
When my daughter was 6 months old my husband and I decided that our family was complete. I went to my doctor asking to have my tubes tied. I was handed a pamphlet and told, "this is how we do it now." I trusted my doctor and thought essure was the best for me. I was told there was no down time and easy to recover from and no side affects. I had essure implanted (B)(6) 2011 the next day I started with flu like symptoms and heavy bleeding for 10 days. Then all the side affects started about a year later pelvic pain mostly on my left side, no energy, joint pain, pain during and after intercourse constant uti, six in one year, all of which I never had before essure. I went back and forth with my gyn for over a year she told me essure can not be causing all my problems. I found a doctor that did believe me and on (B)(6) 2014 I had to have laparoscopic surgery to remove my tubes and essure all together. Its been 3 weeks and I feel great all my symptoms are gone.